Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 588 mg/dl; cause was unknown. Customer delivered a manual injection, and was treated with intravenous fluids of saline and insulin in the hospital to address the elevated bg. Customer was discharged (B)(6) with the issue resolved and no permanent damage. No issues were found with the cartridge, insulin, or infusion set. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.